Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was identified. Cylinders and pump were removed and replaced, while the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The outer tube of both cylinders was detached at the proximal end of the components body, and additionally there was a hole in their proximal end, consistent with sharp instrument damage. The second cylinder exhibited frayed fabric threads in its proximal end. None of the cylinders passed the leakage test due to sharp instrument damage. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the component did not pass activation test during functional examination. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was identified. Cylinders and pump were removed and replaced, while the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.